Manufacturer narrative:
Conclusion and justification status: the complaint states revision of total knee replacement performed on 05/11/15 by dr (B)(6) at (B)(6) hospital. Reason for revision; pain and femoral component loosening. Primary surgery was on (B)(6) 2007. A review of manufacturing records and complaints databases did not identify any anomalies. The x-rays were reviewed by bioengineering no fracture or disassociation was identified. Without further information the root cause of the complaint cannot be confirmed. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Revision due to pain and femoral component loosening.